Event description:
Customer reported that she received no delivery alarm on the insulin pump during bolus delivery, causing high blood glucose. During troubleshooting, the customer was able to push insulin through the tubing with a plunger, after disconnecting and reconnecting the reservoir and infusion set. However, the customer stated he had changed the set and reservoir and continued to have no delivery alarms. Customer's blood glucose was 284 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.